Manufacturer narrative:
Pump unable to vibrate during self test due to broken vibrator black wire. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's vibrate feature was not functioning properly. Blood glucose level at the time of the incident was not provided. During the self test, the device did not vibrate properly. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.